Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported leakage was found through the spout of a bd¿ syringe luer slip during use. In addition, difficult plunger movement was found during blood extraction. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Samples/ photos analysis: a sample was not received from the customer for analysis. DHR review: the batch number was not known, it was not possible to perform the DHR review. Investigation conclusion: not confirmed: bd was not able to confirm/ reproduce the incident in question.